Event description:
It was reported that 2 bd vacutainer® trace element serum blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 368381 batch no. 8303734. Phone call laboratory director called in to report 2 vacutainers that were witnessed as under filling during blood draw on (B)(6) 2019. Laboratory director confirmed no death, no serious injuries, no erroneous results, no course of treatment change, no exposure to blood/bodily fluids, no needle stick, no safety issues or medical intervention. Stated no patient identifiers were available at this time but that they were both babies.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were draw tested and the customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® trace element serum blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 368381, batch no. 8303734. Phone call: laboratory director called in to report 2 vacutainers that were witnessed as under filling during blood draw on (B)(6) 2019. Laboratory director confirmed no death, no serious injuries, no erroneous results, no course of treatment change, no exposure to blood/bodily fluids, no needle stick, no safety issues or medical intervention. Stated no patient identifiers were available at this time but that they were both babies.